Event description:
Pt was injected with radiesse dermal filler in the nasolabial folds and the nostril region; the pt experienced a sharp pain immediately after the injection. A couple days later, the pt started experiencing erythema and discharge in right nare.

Manufacturer narrative:
Pt was injected with radiesse dermal filler in the nasolabial folds and nostril region. The pt started experiencing a sharp pain immediately after the injection. The pt has been back to see the physician everyday and was given the antibiotic keflex. The pt discontinued the use of keflex after rash-like symptoms developed. The physician prescribed the pt with 825mg of the antibiotic augmentin as well as the pain medication oxycodone.